Event description:
Episodes of hyperglycemia ranging from 400 mg/dl to 500 mg/dl [hyperglycaemia]. Hypoglycemia episodes: loss of consciousness [hypoglycaemic unconsciousness]. Hypoglycemia episodes: seizures [hypoglycaemic seizure]. Needles were defective [needle issue]. Needles did not dispense the dose [device failure]. Lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine [injection site atrophy] ([condition aggravated]). Case description: study ID: (B)(4) patient support program. Study description: trial title: patient support program specialized in health. Develop programs of relationship and fidelity to clients, products, respecting language, particularities and positioning as to target audience. Also involved in pv activities. Patient's height: 165 cm. Patient's weight: 80 kg. Patient's bmi: 29.38475670. This serious solicited report from chile was reported by a consumer as "episodes of hyperglycemia ranging from 400 mg/dl to 500 mg/dl (hyperglycemia)" beginning on (B)(6) 2024, "hypoglycemia episodes: loss of consciousness (hypoglycemic unconsciousness)" beginning on (B)(6) 2024 , "hypoglycemia episodes: seizures (hypoglycemic seizure)" beginning on (B)(6) 2024 , "needles were defective (needle issue)" with an unspecified onset date, "needles did not dispense the dose (device failure)" with an unspecified onset date, "lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (injection site lipodystrophy)" with an unspecified onset date , "lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (condition aggravated)" with an unspecified onset date and concerned a 53 years old female patient who was treated with novofine 32g 4mm (needle) from unknown start date for "type 1 diabetes", novorapid penfill (insulin aspart 100 u/ml) (regimen 1: between 3 iu and 6 iu, according scheme and glucose levels); regimen 2: 8 iu) from 2014 and ongoing for "type 1 diabetes mellitus", a non-novo nordisk suspect product lantus (insulin glargine) from 2010 and ongoing for "type 1 diabetes mellitus". Dosage regimens: novofine 32g 4mm: novorapid penfill: 2014 to not reported, not reported to not reported (dosage regimen ongoing); 2010 to not reported (dosage regimen ongoing). Allergy: insulin sensitivity. Current condition: type 1 diabetes mellitus (since 1982), myopia, visual impairment, diabetic retinopathy, copd (chronic obstructive pulmonary disease), shoulder bursitis, carpal tunnel neuropathy in the right hand, pancreatic factors, osteoarthritis in the left hand, intraocular lens in each eye, historical condition: hypoglycemia, cataracts in both eyes, historical drug: insulin, procedure: operation for diabetic retinopathy, cataract surgery. Concomitant medications included - novopen echo (insulin delivery device), tramadol, pregabalin, celecoxib. Treatment medications included - glucagon. On an unknown date on (B)(6) 2024, patient had severe hypoglycemic event that included loss of consciousness and seizures, leading to hospitalization for treatment with blood glucose (blood glucose) levels between 40 mg/dl to 50 mg/dl and also had episodes of hyperglycemia ranging from 400 mg/dl to 500 mg/dl. About 6 to 7 months ago, and on two occasions, the needles were defective, they were not well made and that is why her blood sugar increased. They did not dispense the dose and it was because the needles did not come complete. Patient referred that when she experienced periods of hyperglycemia, her physician did not refer her to the emergency room; instead, he only instructs her to administer 8 iu of novorapid, which rapidly lowered her glucose levels, as she was very sensitive to insulin, leading to hypoglycemia. Patient was applying for an insulin pump. Patient experiences frequent hypoglycemia episodes, which she also attributes to lantus insulin. On an unknown date patient's blood glucose (blood glucose) was 177 mg/dl; glycosylated hemoglobin (glycosylated haemoglobin) was 8.5%. On an unknown date, lipodystrophy appeared in the injection sites 30 years ago; at that time, physicians indicated it was due to the use of insulin from pigs. She mentions using terumo brand syringes, but also mentions using glass ones. Patient reports that the lipodystrophy indeed worsens with the use of novorapid and novofine 4 mm; she says that she avoids using the affected injection sites. Lack of efficacy was not suspected. Patient realised later that the needle she was using to administer the insulin was damaged. The patient uses a new needle every time. The patient did not feel the force needed to inject differently than usual. The patient did ensure that the needle was properly placed in the pen. The patient administers at a 45° angle as per education provided by the nurse. When placing the needle, did not feel more resistance than usual. The patient received training on the use of the needles from nurse. Batch numbers: novofine 32g 4mm: requested. Novorapid penfill: requested. Action taken to novorapid penfill was reported as no change. Action taken to lantus was not reported. Event abated after use stopped or dose reduced for novorapid doesn't apply. Event reappeared after reintroduction of novorapid doesn't apply. The outcome for the event "episodes of hyperglycemia ranging from 400 mg/dl to 500 mg/dl(hyperglycemia)" was not yet recovered. The outcome for the event "hypoglycemia episodes: loss of consciousness (hypoglycemic unconsciousness)" was not yet recovered. The outcome for the event "hypoglycemia episodes: seizures (hypoglycemic seizure)" was not yet recovered. The outcome for the event "needles were defective (needle issue)" was not reported. The outcome for the event "needles did not dispense the dose (device failure)" was not reported. The outcome for the event "lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (injection site lipodystrophy)" was not reported. The outcome for the event "lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (condition aggravated)" was not reported. Reporter's causality (novofine 32g 4mm) - episodes of hyperglycemia ranging from 400 mg/dl to 500 mg/dl(hyperglycemia): possible hypoglycemia episodes: loss of consciousness (hypoglycemic unconsciousness): unknown. Hypoglycemia episodes: seizures (hypoglycemic seizure): unknown. Needles were defective (needle issue): unknown. Needles did not dispense the dose (device failure): unknown. Lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (injection site lipodystrophy): probable lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (condition aggravated): probable. Company's causality (novofine 32g 4mm) - episodes of hyperglycemia ranging from 400 mg/dl to 500 mg/dl(hyperglycemia): possible hypoglycemia episodes: loss of consciousness (hypoglycemic unconsciousness): possible. Hypoglycemia episodes: seizures (hypoglycemic seizure): possible. Needles were defective (needle issue): possible. Needles did not dispense the dose (device failure): possible. Lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (injection site lipodystrophy): possible. Lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (condition aggravated): possible. Reporter's causality (novorapid penfill) - episodes of hyperglycemia ranging from 400 mg/dl to 500 mg/dl(hyperglycemia): possible. Hypoglycemia episodes: loss of consciousness (hypoglycemic unconsciousness): possible. Hypoglycemia episodes: seizures (hypoglycemic seizure): possible. Needles were defective (needle issue): unknown. Needles did not dispense the dose (device failure): unknown. Lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (injection site lipodystrophy): unknown. Lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (condition aggravated): unknown. Company's causality (novorapid penfill) - episodes of hyperglycemia ranging from 400 mg/dl to 500 mg/dl(hyperglycemia): possible. Hypoglycemia episodes: loss of consciousness (hypoglycemic unconsciousness): possible. Hypoglycemia episodes: seizures (hypoglycemic seizure): possible. Needles were defective (needle issue): possible. Needles did not dispense the dose (device failure): possible. Lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (injection site lipodystrophy): possible. Lipodystrophy in the injection sites (legs, arms, and part of abdomen) worsens with the use of novorapid and novofine (condition aggravated): possible. On 18-mar-2026, the case was reclassified from non-serious device case to serious device case due to the addition of serious adverse events of hyperglycemia, hypoglycemic unconsciousness, hypoglycemic seizures with hospitalization criteria and needle related tc events. References included: reference type: e2b linked report. Reference ID#: cl-novoprod-1319447. Reference notes: same patient. Reference type: e2b linked report. Reference ID#: cl-novoprod-1394710. Reference notes: same patient.